Event description:
The facility reports during a patient transfer, the rail came off its anchoring from the concrete slab. The rail hit the patient's head causing a brain hemorrhage leading to death of the patient. One of the two employees was hurt at the arm during the fall of the rail. It was noted the patient passed away a couple of days later due to complications.

Manufacturer narrative:
During inspection by a bhm medical technician of the room where the incident occurred, several anomalies were noticed: the installation done in the room is different than the other rooms on the same floor; visible signs of reinstallation of the rail by a third party: marks on the rail, where the locking screws for the plates are located, indicate that the rail had been moved off the fixation plates several times along the rail. Different anchorings. Unused anchorings left on the premise indicate difficulties encountered during the rail installation. Out of standard installation. Anchoring shows paint marks, indicating that they have been driven in concrete only half the specified recess. From the information collected, it appears that the rail has been moved since the original installation performed by bhm medical and that this secondary operation has not been done by bhm medical. The manufacturer concludes that this incident is an isolated case given that the reinstallation of the rail was done by a third party. For safety measures, each room of the facility has been inspected. The manufacturer recommends the customer have all his similar products inspected & repaired (if needed) by a qualified technician and that these actions be recorded.